Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was in the range of 300 mg/dl at the time of the incident. The patient's current blood glucose was 106 mg/dl. The customer reported that the daughter was in the hospital with diabetic ketoacidosis. The customer had abdomen pain related to their high blood glucose. The customer treated for high blood glucose with manual injections and pump. The customer's mother reported that the patient was hospitalized on (B)(6) 2017 with blood glucose of over 400 mg/dl. The customer was wearing the pump at the time of hospitalization. The customer's mother reported that they had seen a bubble on thursday, but able to prime. The customer's mother reported that the blood glucose was high on wednesday, ate and gave insulin. Blood glucose was high in the 300's mg/dl range. The customer's mother corrected and tested again and then it went up. There were small ketones and thought she was getting sick. We gave extra insulin for the ketones. The customer's mother reported they had larger ketones and did vomit later after the event. The customer declined to perform the high pressure test. The insulin pump will not be returned for analysis.